Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 43 to 47 mg/dl at the time of the incident. The customer was low as they had not eaten breakfast. The customer was at 126 mg/dl at the time of hospitalization. The customer was given juice and food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The caller stated the customer's pump went into auto mode on its own after they restarted pump use. The sensor was attached, warmed up, calibrated, and then went into auto mode. The insulin pump will not be returned for analysis.